Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a bilateral case of moderate to severe dry eye syndrome, observed at two days post lasik treatment. Reporter indicated an increase in topical steroid dosage, and prescribed artificial tears, puntical plugs, cyclosporine ophthalmic emulsion, and steroid ointment at bedtime. Patient noted blurred vision and sensitivity to light. Upon additional follow up, reporter indicated the patient issue was resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.